Manufacturer narrative:
Device received with permanent black lines and partial display due to broken traces on the lcd glass between the lcd controller and the lcd image area.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that partial display found on his screen. Blood glucose was 6.4mmol/l. Troubleshooting was performed. Insulin pump still able to perform functions but the display was making it hard to do anything. Advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.